Event description:
It was reported that a pump was alarming for a "door not fully latched" message. There was no pt incident or adverse event reported. This event occurred after the first clinical use.

Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.